Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the reporter: no problem in the first firing. In the second firing, the handle could be squeezed no more and ran idle when it was about to finish the firing. By returning the black return knob, the reinforcement material of neoveil sheet was removed to release the sulu from tissue. By loading another (B)(4), the incomplete staple line was removed, requiring unanticipated tissue resection, and the operation could be completed with no problem. It was reported that although the tissue was a bit thick, the tissue thickness did not make it difficult for the doctor to squeeze the handle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The last known pt status was reported as "good".